Event description:
A discordant low creatinine result was generated by the dimension xpand plus with hm system. The result was reported out of the laboratory and questioned by the attending physician. A new sample was drawn two days later and the result obtained was within expectations and reported. Three days later, the original sample was then retested on the same instrument and the result obtained was within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the information provided, the tsc noted that the initial sample did not have a gel separator therefore allowing the serum to be in direct contact with the cells. The instrument is performing within specifications. No further evaluation of the device is required.